Event description:
It was reported that the patient was seen post operation and the physician noticed a slight opening at battery incision site. The physician suspected it was procedure related. The physician opted to explant all device components out of caution to avoid an infection. The patient was doing well postoperatively. All explanted device components were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4).